Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, upon unpacking of the device, the tip of the sphincterotome looked bent. The user advanced the device into the endoscope. However, when the sphincterotome exited the scope, the tip of the device was bent and the device bowed out of plane (misaligned). No damage was noticed to the packaging of the sphincterotome. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, upon unpacking of the device, the tip of the sphincterotome looked bent. The user advanced the device into the endoscope. However, when the sphincterotome exited the scope, the tip of the device was bent and the device bowed out of plane (misaligned). No damage was noticed to the packaging of the sphincterotome. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip with exposed cutting wire was twisted. The cutting wire was bent approximately 4mm from the proximal pierce hole. A functional evaluation found that the device met the minimum bowing specification. However, the device did not bow in plane (misaligned) due to the bent wire and twisted tip. The outer diameter of the cutting wire was measured and found to meet specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the bent cutting wire and twisted tip were likely due to handling during unpacking/prep. Therefore, the most probable root cause classification is handling damage.